Manufacturer narrative:
E1 date of event was estimated based on device return date as there was no event date reported. H6 impact code insufficient information - the device was returned with no allegation. The device was returned for analysis. Visual and microscope inspections revealed that the sheath assembly was kinked and that the imaging window was detached at the lap joint and was not returned. No damage or failures were observed on the catheter code pcba (ccp) board assembly or on the hub connector pins. Functional inspection of the motor drive unit (mdu) and ilab system showed that the catheter was properly recognized by the imaging system when connected to the mdu, and no connection issues or errors were detected during testing. The guidewire test and flush test could not be performed due to the condition in which the device was returned. Impedance testing revealed no issues; however, the imaging test could not be performed due to the condition of the returned device.

Event description:
Reportable based on device analysis completed on 18 dec 2025. The opticross hd imaging catheter was returned without any allegation of a device issue. However, device analysis revealed that the imaging window was detached at the lap joint.